Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, rising thresholds and no capture. It was noted that the lead had switch from bipolar to unipolar. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.